Event description:
It was reported that approximately two months post device replacement, the right ventricular lead impedance started to rise. During a revision procedure, a setscrew issue was ruled out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, the right ventricular defibrillator conductor was fractured. Product performance data was received, analyzed, and high resistance/impedance was noted. There was one patient alert for out of tolerance subthreshold lead impedance that occurred on (B)(6) 2012. The weekly pace lead trend data show an increase for maximum defibrillation active can on impedance was 85 to 254 ohms peak between (B)(6) 2012.

Event description:
It was reported that approximately two months post device replacement, the right ventricular lead impedance started to rise. During a revision procedure, a setscrew issue was ruled out. The lead was explanted and replaced. Additionally, it was reported that the left ventricular lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that approximately two months post device replacement, the right ventricular lead impedance started to rise. During a revision procedure, a setscrew issue was ruled out. The lead was explanted and replaced. Additionally, it was reported that the left ventricular lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, the right ventricular (rv) defibrillator conductor was fractured. The analyst also noted that the rv conductor fractured due to implant position with a significant bend in the rv connector leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.